Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted a burnt countertop/table which would indicate a thermal event occurred. Functional testing found that without receiving the device, a detail investigation could not be performed for the reported complaint. It was reported that there was operating room fire. The device was arcing/sparking and there was device related burn. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during excision lesion right temple under moderate sedation, the doctor was removing lesion using needle tip cautery. Scrub tech stated that they saw a spark ¿jump¿ from the cautery to the drape on the patient¿s left side. The drape ignited, and immediately the staff and surgeon pulled all drapes off the patient. Patient received burns to forehead and left cheek area. The patient was sent to the ER (emergency room) room the same hospital after the initial procedure. An intervention was needed, and the patient was referred to the wound center for a follow up. ER (emergency room) doctor noted the burns to be ¿partial thickness, with no airway or ocular involvement.¿

Manufacturer narrative:
D10 concomitant product: (B)(6), valleylab ft10 electrosurgical generator (serial# (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during excision lesion right temple under moderate sedation, the doctor was removing lesion using needle tip cautery. Scrub tech stated that they saw a spark ¿jump¿ from the cautery to the drape on the patient¿s left side. The drape ignited, and immediately the staff and surgeon pulled all drapes off the patient. Patient received burns to forehead and left cheek area. The patient was sent to the ER (emergency room) after the initial procedure. An intervention was needed, and the patient was referred to the wound center for a follow up. ER (emergency room) doctor noted the burns to be "partial thickness, with no airway or ocular involvement."